Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to severe prosthetic aortic valve stenosis. The patient was later discharged on pod #5.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of thirteen (13) years, one (1) month. The reason for re-operation was due to aortic stenosis. A transcatheter valve was implanted and there were no reported complications.